Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy and cholecystectomy, the anvil did not tilt and got stuck after firing. The surgeon was unable to pull the stapler out of the esophagus. Surgeon had to convert from laparoscopic to open surgery to get the stapler out and redo the anastomosis. The surgical time was prolonged for 30 minutes and the incision was extended for more than 1 inch.